Event description:
It was reported by the patient that she was implanted with a synthes ¿op large format lordotic graft (8mm high seated)¿ and four (4) screws on (B)(6) 2014. Subsequently, the patient underwent revision surgery on (B)(6) 2014, due to a screw backing out post-operatively. This complaint is for was address under (B)(4). On (B)(6) 2015, the patient underwent a second revision surgery to address two broken screws. This report is for two (2) unknown screws. This is report 2 of 2 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by reporter. This report is for two (2) unknown screws. Part and lot numbers are unknown. Without part and lot numbers a device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): internal review from medical director, x-rays and images reviewed.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date received by manufacturer should have been reported as apr 14, 2015 on medwatch report follow up #1. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.